Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma following implant of the leadless implantable pulse generator (ipg). The patient stood up following 6 hours of bed rest after the implant procedure and began bleeding from the groin site where introducer is placed. The patient was brought into surgery to stop the bleeding and a deep vein thrombosis (dvt) was noted. The bleeding was stopped and plans were made to address the dvt at a future date. No further patient complications have been reported as a result of this event.